Event description:
It was reported that the patient continued to be non-compliant with medications leading up to the initial report. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
It was reported that the patient was experiencing an increase in seizures. When the patient turned (B)(6), he began to see a neurologist who does not manage vns. He was seizure free from about the age of (B)(6). When he stopped taking his medication at that age, he had a couple of small seizures, and subsequently returned to taking his medication. Now even with medications, the patient is having seizures, reported as five or six in the past couple of months. No additional pertinent information has been received to date.